Event description:
The account reported the head of the bed keeps raising on its own. The bed was located in room 424 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found upon inspection that the right side rail label membrane head up button is stuck. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right side rail caregiver controls membrane to resolve the issue. Based on this info, no further action is required.